Event description:
The patient came in reporting pain due to anterior dislocation of the poly from the tibial tray, which occurred when the patient was getting up from a seated position. The surgeon revised the femoral component, tibial tray, and poly 2 days after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 may 2022: lot 2105592: (B)(4) items manufactured and released on 06-jul-2021. Expiration date: 2026-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 06 may 2022: lot 2114746: (B)(4) items manufactured and released on 24-jan-2022. Expiration date: 2027-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.